Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was noted a pericardial effusion (pe) occurred post procedure. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Intracardiac echocardiogram (ice) was used, and pre-procedure ice imaging confirmed there was no pre-existing pe. After the femoral vein access, the transseptal puncture (tsp) was completed. A watchman trusteer access sheath (was) was advanced to the left atrium and a 24mm watchman flx pro closure device and delivery system (wds) was inserted and implanted. The procedure was concluded and the patient was discharged the same day at 1:00 pm. Patient was stable during procedure. Approximately 12 (twelve) hours post index procedure around 9:00 pm, the patient returned and was found to have a pe. A pericardiocentesis was performed and approximately 345ml of serosanguinous fluid was removed. A pericardial drain was left in place while the patient was hospitalized overnight, yet no more fluid drained out. The patient was discharged the following day. In the physician opinion, the sheath or core wire could have perforated after device release, however, it was not confirmed; and no versacross devices have contributed to the event. No versacross malfunctions were reported. The device is not expected to be returned for analysis (disposed).